Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: this da to mc board cable rev d was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.

Event description:
The international customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).